Event description:
A malfunction was reported on the pump, with no notable events occurring prior to it. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information, assisted with the reset, and confirmed that the malfunction code did not recur after the reset. The customer planned to complete the load process with a new cartridge and infusion set after the call and declined further assistance.